Event description:
Info provided states that three (3) of the olive wires on the truelok frame broke after pt became weight bearing and had to be replaced on (B)(6) 2011. Truelok frame was removed on (B)(6) 2011.